Event description:
A nurse reported a loading issue during intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who reported that a tear in the anterior capsule occurred during the surgery. Further info was received that the haptic was amputated on insertion. The event resolved without treatment.

Manufacturer narrative:
Product evaluation: the product was returned for evaluation. Lens damage was observed. Solution is dried on the lens. Product history record and batch records were reviewed and documentation indicated the product met release criteria. A used cartridge was also returned. A small amount of solution is dried in the device. The tip is damaged. Root cause: the cause of the loading issue could not be determined. The lens was damaged. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 06/02/2011 by fax and mail. A partially completed questionnaire was received 06/03/2011. (B)(4).